Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle, a burn on the plastic distal end cover and the error e315 communication or transmission problem occurred. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunctions: it was not possible to identify the foreign matter. Deformation or breakage of the air/water nozzle was reported. It was unknown if the reprocessing steps have correctly been implemented in line with the instruction manual. It is likely that water had intruded into the plug unit, leading to corrosion and causing an anomaly in the plug unit circuit, resulting in a communication failure and error e315. It is likely that using the high energy endo therapy accessories without maintaining enough distance from the tip of the endoscope may have caused the distal end cover burn. Definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.